Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 6f sheath after an acute myocardial infarction/percutaneous coronary interventional procedure. Reportedly, "the sutures did not take" with both proglide devices. The sutures were successfully deployed; however, hemostasis was not achieved. The patient continued bleeding and was sent to the interventional radiation. During the procedure, the 6f sheath became kinked. The sheath was upsized to an 8f sheath in an attempt to stop the bleeding but was unsuccessful. Surgical suturing was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.